Event description:
The facility's biomedical engineer reported an infusion pump with an 812:00 failure code. The device was received by the biomed who reviewed the event history and saw the pump went into fc 812:00 during clinical use. No incident report was filed and therefore the biomed was unable to obtain info regarding the medication involved, pump programming info , clinical contact info, specific pt info, pt status or medical interventioin. The biomed noted no adverse outcome resulted.